Event description:
Adverse event(s): "metal particulate was removed from a patient's eye" (device fragments in patient). Product problem(s): "metal particulate was removed from a patient's eye" (foreign material present in device). A surgeon reported a metal particulate was removed in a secondary surgical procedure. The surgeon indicated there was no harm to the patient. The surgeon could not indicated specific indication of product where the metal particulate came from. The handpiece used was not isolated for evaluation. The particulate was isolated and the surgeon asked that the metal be evaluated. Additional information was requested. The nurse reports no additional information will be provided.

Manufacturer narrative:
The particulate was isolate and sent for in-house testing to determine the origin. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).